Manufacturer narrative:
(B)(4). Evaluation of the returned device did not confirm the reported intermittent vibration.

Event description:
Patient's educator contacted dexcom technical support on (B)(6) 2014 to claim intermittent vibration on (B)(6) 2014. At the time of the call to dexcom technical support, no medical intervention or injuries were reported. Additionally, during the call, dexcom technical support advised patient's educator to test the alert functionality and reported alerts were functional.

Event description:
Patient's educator contacted dexcom technical support on (B)(6) 2014 to claim intermittent vibration on (B)(6) 2014.

Manufacturer narrative:
(B)(4).